Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient faced an event of hyperglycemia on (B)(6) 2024 and was hospitalized because of high blood glucose level and hyponatremia. The blood glucose level was 1000 mg/dl; therefore, the patient was treated with an IV insulin drip (intravenous insulin infusion) in the hospital afterwards blood glucose level was reduced. The length of hospitalization was overnight. No further information was available.

Manufacturer narrative:
E1: (B)(6). H11: since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this will flag on the trips and alerts according to the omqr procedure.